Manufacturer narrative:
Investigation ongoing.

Event description:
As reported by field clinical specialist, the patient had a significantly calcified native aortic valve. The physician performed a bav with a 20mm non-edwards balloon and had a hard time crossing the aortic valve with the balloon. After the successful bav they then tried to cross the native valve with a 26mm sapien 3 ultra resilia (s3ur) valve and commander delivery system. Crossing was a significant challenge but they were able to successfully cross the valve and successfully deploy the s3ur with no issues. However, post valve deployment tee showed a dissection in the aortic root. The patient did not have a pericardial effusion and was hemodynamically stable. The patient was sent to get a post op cta to analyze the significance of the dissection. The patient was transferred to a different hospital for an endovascular repair of the dissection. No additional information was provided regarding the patient status. Physician believes the dissection either occurred while crossing the valve with the bav balloon or while crossing with the commander delivery system. He stated the injury was due to excessive push force due to the difficulty crossing. The difficulty crossing was related to significant calcium in the aortic valve. No other procedural or device related complications were reported. At last report, post initial implant, the valve was functioning properly and implanted properly.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. 3mensio was provided by the field and calcification of aortic valve was observed. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint was unable to be confirmed based on lack of returned device or relevant imagery. Available information suggests calcification of the aortic valve likely contributed to the event as 3mensio imagery provided by the field showed heavy calcification of the aortic valve. Patient factors (i.e. I.e. Calcification, tortuosity, small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.